Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that during the lead revision surgery on (B)(6) 2017, the ipg was not in the surgery mode and unable to communicate with the external devices reading an error message ¿problem was found with the generator that could not be repaired¿. As a result, the surgeon decided to explant the ipg and replace it with another model.